Event description:
It was reported that post implant a laparoscopic adjustable band procedure, the patient had port site infection. It was treated with antibiotics. Attempts are being made to gather additional information. A medwatch supplemental report will be sent if additional information is received.

Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by contact.information unavailable, device not returned for analysis.